Event description:
A doctor's office alleged that multiple patients had experienced the debonding of restorations after placement with the bond-1.

Manufacturer narrative:
Specific patient information with regard to age, gender, and weight was not provided. The doctor repeated all the restorations for the patients, without further incident. To date, the patients are doing fine. The doctor's office refused to provide any contact information; therefore, no contact information was identified in this report. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.